Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed blisters under the rear therapy electrodes. The patient's physician decided to end use fo the lifevest because the blisters were getting worse. The patient's medical outcome is unknown.